Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The bearings in the front casters have fallen apart making the front caster wobbly.